Event description:
Patient attached to dialysis machine for ten minutes. Rn at her side stated she "went out" and had a syncopal episode that lasted 30 seconds. A rapid response was called and she was transferred into the ICU. Dialysis machine and disposables taken out of service.they arrived today to do pm on the dialysis machine and it was cleared for use. They also took a report to the FDA.